Event description:
The customer reported to olympus, the visera elite ii video system center touch display on the processor was malfunctioning and the display went off automatically during the procedure i.e. Blackout. The issue was found during a therapeutic lumpectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel display blacked out due to a defective printed circuit board (cp) and the color bars appeared on the monitor instead of the connected camera head. Additionally, there was minor corrosion visible on the printed circuit board (cp). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.